Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced high and low blood glucose level. Customer stated they were using the auto mode feature and had questions about setting up the minimum and maximum basal. Customer had a blood glucose of 52 mg/dl on (B)(6) 2017 and a high of 245 mg/dl on (B)(6) 2017. It was explained to customer how the system takes action in order to keep the blood glucose in range. Customer declined troubleshooting for high and low blood glucose. The insulin pump was not replaced or returned for analysis.